Event description:
A healthcare facility reported to our distributor that the seal of full face mask had detached from the mask base while still in the packaging. No pt consequence was reported.

Manufacturer narrative:
The investigation was conducted based on the event description and previous investigations on similar complaints. A lot check has revealed no other complaints of this nature for this lot number. Results: the seal is held on the mask base by friction between the silicone seal and the retaining slot. Several undercut bump features provide some mechanical locking. However, the seal can be pulled out under a force of approximately 10-15n. This 'mechanical locking' has been deemed to be insufficient as complaints have been reported due to the seal (cushion) coming off during use or during transit. The manufacturing process has been updated and a new gluing process has been added to provide better seal retention. The new process has come into effect from 5 march 2008. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0531% worldwide for the past year.